Manufacturer narrative:
A getinge field service engineer (fse) reported that they replaced the video generator board (0040-00-0456). The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) had a video generator issue. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.